Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that several weeks after the initial implant of the inflatable penile prosthesis (ipp) the patient had flu like symptoms and felt unwell. The patient developed pain in the lower abdomen and scrotum two weeks prior, on (B)(6) 2021 the physician diagnosed an infection. The ipp cylinder, pump, and reservoir was explanted and replaced with a new tactra, the patient was also provided intravenous (IV) antibiotics. The patient is expected to fully recover following the procedure.